Event description:
A gap between the titanium adapter and the patient adapter was found. Then the titanium adapter was almost separated from the patient adapter. This medical device report is for the titanium adapter. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted. A 510(k) number will not be provided in the emdr as the product code is unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The titanium adapter was not returned to baxter for evaluation.